Manufacturer narrative:
The customer reported a burning smell from their statspin express 2. There were no reports of exposure or injury to the operator sample impact. There was no fire and the fire department was not called. The unit has been returned to the manufacturer for further evaluation where a burnt pcb was identified as the cause of the burning smell.

Event description:
The customer reported burning smell on their statspin express 2.